Event description:
It was reported that a cartridge change error occurred. There was no adverse impact to customer's blood glucose level. Awaiting return of pump for inspection, and a replacement pump has been issued to the customer. Additional information was not provided.